Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5087252) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), fatigue ('super fatigued'), autoimmune disorder ('autoimmune disorder') and bladder candidiasis ('candida bladder infection') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion disability), autoimmune disorder (seriousness criterion medically significant), bladder candidiasis (seriousness criterion medically significant), hot flush ("hot flashes "), fibromyalgia ("fibromyalgia"), back pain ("back pain "), feeling abnormal ("did not feel right"), anxiety ("anxiety "), depression ("depression"), hair growth abnormal ("hair growth in places it should not"), acne ("chin acne "), pruritus ("itchy skin") and apathy ("no desire to do what I used to do") and was found to have uterine leiomyoma ("fibroids") and fibroma ("fibroid and tumors"). The patient was treated with surgery (essure coils removed and surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, autoimmune disorder, bladder candidiasis, uterine leiomyoma, fibroma, hot flush, fibromyalgia, back pain, feeling abnormal, anxiety, depression, hair growth abnormal, acne, pruritus and apathy outcome was unknown. The reporter provided no causality assessment for acne, anxiety, apathy, autoimmune disorder, back pain, bladder candidiasis, depression, fatigue, feeling abnormal, fibromyalgia, hair growth abnormal, hot flush, pelvic pain, pruritus and uterine leiomyoma with essure. The reporter considered fibroma to be related to essure. The reporter commented: an disability/permanent damage was mentioned but not specified to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5087252) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), fatigue ('super fatigued'), autoimmune disorder ('autoimmune disorder') and urinary tract infection fungal ('candida bladder infection') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion disability), autoimmune disorder (seriousness criterion medically significant), urinary tract infection fungal (seriousness criterion medically significant), hot flush ("hot flashes "), fibromyalgia ("fibromyalgia"), back pain ("back pain "), feeling abnormal ("did not feel right"), anxiety ("anxiety "), depression ("depression"), hair growth abnormal ("hair growth in places it should not"), acne ("chin acne "), pruritus ("itchy skin") and apathy ("no desire to do what I used to do") and was found to have uterine leiomyoma ("fibroids") and fibroma ("fibroid and tumors"). The patient was treated with surgery (essure coils removed and surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, autoimmune disorder, urinary tract infection fungal, uterine leiomyoma, fibroma, hot flush, fibromyalgia, back pain, feeling abnormal, anxiety, depression, hair growth abnormal, acne, pruritus and apathy outcome was unknown. The reporter provided no causality assessment for acne, anxiety, apathy, autoimmune disorder, back pain, depression, fatigue, feeling abnormal, fibromyalgia, hair growth abnormal, hot flush, pelvic pain, pruritus, urinary tract infection fungal and uterine leiomyoma with essure. The reporter considered fibroma to be related to essure. The reporter commented: an disability/permanent damage was mentioned but not specified to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.